Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an air bubbles issue near the connection between the cartridge and the infusion set. The reporter also stated that there may have been an air bubbles issue with the pump. There was no additional information regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings:the cartridge was returned to animas. A visual inspection of the cartridge was performed with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: a review of the black box and alarm history revealed no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. There were no air bubbles or any errors, alarms or warnings (eaw) that occurred during the investigation. The product performed within specification and the reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.